Event description:
It was reported that the patient's chart indicated a "fishing cable and revision" procedure on (B)(6). The allied healthcare professional stated that a manufacturer representative had notified them that the implantable pulse generator (ipg) and extensions had been removed due to infection, and the patient now needs an MRI to determine if the infection has spread to the brain. The healthcare professional read from the patient's chart, noting the patient presented with redness around the generator pocket incision site and was directly admitted for explantation and possible further explant procedures. The representative advised that the patient would be eligible for an MRI if the remaining leads are capped, and the healthcare professional sought to verify this and understand the scan conditions.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID: b3400060 (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025; brand name: sensight; product ID: b3400060m (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025; brand name: sensight; product ID: b3300542m (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025; brand name: sensight; product ID: b3300542 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). Per their review of the patient's operative notes, they could not find documentation of "fishing cable". They noted that op notes documented an extension cable. They confirmed that infection was resolved.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Product ID b3300542, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Product ID b3400060, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: extension. Product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.